Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged as well as that it was depleting quickly which resulted in the pump shutting down. In addition, it was reported that a minimum fill notification occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact to the customer's blood glucose level.